Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 300mg/dl, 200mg/dl, 125mg/dl, 116mg/dl. Tests were done less than 10 minutes apart with a difference of 48%. Pt did not experience any adverse events. No further information has been reported.